Event description:
Based on the info provided, pt developed hematometra 2 - 3 days after novasure procedure. Uterine cavity was drained and the symptom disappeared.

Manufacturer narrative:
Pt developed hematometra 2 - 3 days after novasure procedure, resolved by uterine sounding. Info obtained was insufficient to determine cause of the event.